Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
Device evaluation: fold creases, broken shell, total delamination of valve, one curved opening and missing shell. Leak test and microscopic analysis was performed which identified total delamination of valve, more than three openings striated, wear abrasion and broken striated. Based on the device analysis the final assessment is: - total delamination of valve assessed as adhesive failure. - more than three openings striated in the side anterior assessed as surgical damage. - a striated edge broken in the side anterior/posterior assessed as surgical damage. - missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.